Manufacturer narrative:
Ge healthcare maintenance technical assistant dismantled the canopy seals and reassembled them after the canopy seals were cleaned by the customer as recommended in the user manual. There was no patient impact and there was no product malfunction identified. H3 other text: ge healthcare maintenance technical assistant dismantled the canopy seals and reassembled them after the canopy seals were cleaned by the customer as recommended in the user manual. There was no patient impact and there was no product malfunction identified.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an allegation of mold on the canopy seals while unit in use. There was no patient injury.